Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced irritation at the ipg site. This was not caused by charging and stimulation is not affected. The patient has lost weight. The physician believes the issue is related to the weight loss. Follow-up revealed stimulation was effective during the trial. The patient has a number of medical issues and is wearing a back brace. The patient is scheduled to have injections for joint pain.